Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported 2 bd phaseal¿ protector solus¿ (p120j) had signs of foreign matter resulting from coring. The following information was provided by the initial reporter: "according to the customer¿s report, during preparation of the anticancer agent alimta using p120j and n35j connected to a syringe, coring occurred."

Manufacturer narrative:
H.6. Investigation: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for suspected injector lots 2104702 and 2105004, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. As the protector lot involved in this incident is unknown, a device history review could not be performed. Retained samples from each injector lot were used for additional evaluation. Functional testing was performed, penetrating the injector with a sample protector ten times. In all cases the product functioned as intended and no coring was identified. Fragmentation testing is performed according to procedure, to evaluate any particulates generated by the injector when mated to other components after ten activations. Results were reviewed for both lots, results found to be acceptable.

Event description:
It was reported 2 bd phaseal¿ protector solus¿ (p120j) had signs of foreign matter resulting from coring. The following information was provided by the initial reporter: "according to the customer¿s report, during preparation of the anticancer agent alimta using p120j and n35j connected to a syringe, coring occurred."